Manufacturer narrative:
Other text: this remediation MDR was generated under protocol (B)(4), as a result of warning letter cms# (B)(4). No causes or potential causes of the customer's reported problem were found during the review of service and repair records. A product sample was received for evaluation. Visual and functional testing were performed. Visual inspection showed the top case corners were chipped and cracked by the handle and tubing guides, the bottom case tabs and gasket were broken. Improper shutdown. Unable to download event history log (ehl) due to error at download. During the functional testing the reported issue was unable to be duplicated. The root cause of the issue was customer induced via the customer's use of unapproved / counterfeit components to repair their pumps. Replaced main board. Performed self-test and syringe test. Performed power up process, preventative maintenance and all functional tests which passed.

Event description:
Information was received indicating that a smiths medical medfusion pump was shutting off. No adverse effects were reported.